Manufacturer narrative:
(B)(4). The investigation has revealed that the customer kept the female donor for 4 hours in the center to just watch her, they did some checks. They did not administer any medication. The disposable was returned for investigation. No apparent misassembles. White clots noted at the collection end of the channel and at the bottom of the reservoir. Clots look similar to fatty deposits. Not much blood in the channel. The flow of fluid along the ac line, ac filter past the manifold and up the access line to the cassette was verified. Ac spike removed from the set. Conclusion: the device operated as intended with no malfunction.

Event description:
This report is being filed as a result of changes to our MFR eval process. We have changed our process to better align with current agency policy. One time, during donation or pt treatment: occlusion/blockage and aggregates add'l medical intervention was needed and the product could not be used after detection of the problem. No alarm message received. This report is being filed due to medical intervention.